Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The recipient attended a routine fitting and affected channels were observed. Per parent, there was no specific incident of trauma to the implant site. Recipient has been reimplanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, an investigation of the explanted device is necessary to determine a root cause. The recipient will be followed up in (B)(6) 2019.

Event description:
The user attended a routine fitting and affected channels were observed. The user was follow-up in a month's time. The user receives benefit from the contralateral device. Imaging is planned, however the next follow up is planned for in 3 months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a routine fitting and affected channels were observed. Per parent, there was no specific incident of trauma to the implant site. A compression bandage was applied. The user will be seen again for follow-up in a month.